Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a complicated case where the patient came in with an acute st elevation myocardial infarction. An arterial dissection occurred when the guide catheter was changed out. The balance middle-weight (bmw) guide wire was advanced to the heavily tortuous lesion in the mid right coronary artery (rca). A balloon dilatation catheter was loaded on the bmw guide wire without issue. A stent delivery system was loaded on the bmw guide wire without issue and the stent was deployed. After stent deployment, distal thrombus was noted in the posterior descending coronary artery (pda). A thrombus catheter was advanced on the bmw guide wire, but the thrombus catheter kinked during advancement to the pda. The thrombus catheter was removed and a non-compliant balloon dilatation catheter was loaded on to the bmw guide wire. During advancement of the balloon on the guide wire, the separation on the guide wire was noted. It was suspected that the bmw guide wire may have kinked when the thrombus catheter was kinked. The case had already been one to two hours and the patient was restless at this point. General anesthesia was administered to continue the coronary procedure. The separated segment of the guide wire was successfully snared out. No additional information was provided.